Event description:
The manufacturer received information alleging a ventilator was alarming for o2 regulation error. There was no harm or injury reported. The device's oxygen blending module board needs to be replaced to address the issue.